Event description:
The customer reported that during a surgery, while tightening, the screw fractured in the middle and the threaded end remained in the pt. The surgeon used another screw to successfully complete the procedure.

Manufacturer narrative:
Suspect root causes: flexible guide pin not used. Use of damage or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft / screw / tunnel not appropriately sized.